Event description:
During follow-up, the device was interrogated and was at elective replacement indicator (eri) level and the battery data was unable to be read. Premature battery depletion is suspected. No intervention has been performed but device replacement is anticipated. The patient was in stable condition.

Manufacturer narrative:
The field complaints of premature discharge of battery and inductive telemetry issue were not confirmed. The device was received operating in backup mode. Analysis of device image indicated that device went into backup mode after explant, which is consistent with exposure to cold temperature. After installing new battery and restored device from back up mode, further analysis performed including telemetry tests exhibited normal device characteristics without any anomalies, the original battery was depleted to end of life (eol) level. Longevity assessment was performed, and the implant duration exceeds 75 % of total projected longevity indicating normal battery depletion.

Event description:
Additional information was received indicating the event was resolved by explanting and replacing the device.